Event description:
The customer reported getting an iris pot error. When the 9600 system gets an iris pot error, it is not able to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.